Event description:
As reported by the end user hospital, during placement of a 4f valved PICC device, both handles of the peel-away sheath broke off from the sheath body. The nurse was able to grasp the sheath with tweezers to (correctly) peel it apart and remove it from the pt's arm. No pt injury or complications were reported. The used sheath is being returned to (B)(4) for eval.

Manufacturer narrative:
Although it has been indicated that the used sheath will be returned to (B)(4) for eval, it has not yet arrived. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. (B)(4).